Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 450 mg/dl. The customer was experiencing unexplained high glucose for more than a week. Troubleshooting was performed. The customer stated that she was vomiting, nausea, and pelvic pain. The time, date, and programming were correct. Ran a fixed prime test and passed. During the call found that the customer inserts in an area with high scar tissue, and occasionally the area has been infected. Advised the customer stated that she did have recently the flu. No further information was provided.